Event description:
A (B)(6) female with piv found in emergency room (ER) room alone by staff nurse. Nurse reported that the pt had a bloody hand and assumed that the pt had removed the IV. Md was notified and he assessed the pt and reports a questionable portion of cathlon retainment, within the pt's vein. The remaining cathlon was secured and concealed in a biohazard bag. Pt was taken to operating room for scheduled foreign body removal and was unable to retrieve the foreign body (retained IV cathlon). Pt was taken to another hospital per family request. Pt remained asymptomatic with no adverse events or reactions event or reactions were reported during pt's stay. Surgery for foreign body removal (B)(6) 2018.